Event description:
It was reported that the customer had normal blood glucose levels of 92 mg/dl. The customer reported a blank display on the insulin pump. The customer reported dropping the insulin pump in the shower. The customer reported that the insulin pump has been turning on and off and then on again. Troubleshooting was not completed because the customer was driving at the time. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).